Event description:
Related manufacturer reference number: 2017865-2022-08764. It was reported that the patient for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise which lead to pacing inhibition. The patient was asymptomatic. The rv land ra leads were explanted and replaced. The patient was stable throughout the procedure.